Event description:
The manufacturers service representative reported the blower needed to be replaced. Followup information was not provided.

Manufacturer narrative:
Completion of service pending.

Event description:
The international customer reported the ventilator went vent inop due to an air valve liftoff failure. The customer reported the device was not in use therefore there was no patient involvement or harm. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. A blower has been ordered for service of the reported problem. Completion of service is pending.